Event description:
Patient background in 2022, I underwent surgery in north macedonia involving the implantation of a depuy synthes device (a johnson & johnson company). The implant was removed in 2023, and six months later, I began experiencing neurological and vascular symptoms -- including pressure sensations and documented swelling -- which were later linked by radiologists to a metallic fragment visible on imaging. Manufacturer investigation and contradictions ¿ initial contact and discrepancy: I contacted johnson & johnson in (B)(6) 2024 due to conflicting statements from the hospital, which claimed no serial number existed for the implant. ¿ first investigation: j&j opened a complaint case, then closed it, stating they could not reach the physicians -- despite publicly available contact details and the fact that their own gdpr response redacted the addresses, making verification impossible. ¿ second investigation: after I obtained batch numbers from the hospital (after 28 months), j&j reopened the investigation. ¿ in (B)(6) 2025, the medical affairs team confirmed the batch numbers were valid depuy synthes products. ¿ in april 2025, the product complaint team sent a contradictory letter stating the same batch numbers were unrecognized, while still acknowledging the presence of a metallic part on scans. This shift caused serious contradictions in my medical records and hindered diagnostic clarity. Regulatory communications and jurisdiction issues ¿ I contacted ema and dg sante, both of which acknowledged the case's medical relevance but declined further action as north macedonia is outside EU jurisdiction. ¿ swissmedic opened an investigation but closed it on jurisdictional grounds, not due to medical irrelevance. They advised seeking legal support. Data protection and gdpr breaches ¿ I submitted a gdpr subject access request to j&j, which was only fulfilled after a post-deadline reminder. ¿ despite multiple follow-ups, I have received no response to a request for clarification of contradictory statements or for contact with their data protection officer (as required under gdpr articles 12 and 16). Why this is serious ¿ a confirmed metallic fragment is still affecting my body and pressing on nerves and vascular structures, causing ongoing symptoms. ¿ the traceability of the implant is blurred due to conflicting statements from the manufacturer and hospital. ¿ the data integrity between j&j departments is inconsistent and directly affects patient safety and regulatory transparency. ¿ I have exhausted EU and swiss authorities due to jurisdictional limitations, while j&j's own internal contradictions remain unresolved. Supporting evidence available due to file size limitations on submission platforms, I can provide the complete dossier -- including medical records, radiology reports, correspondence, gdpr documents, and regulatory communications -- upon request.